Event description:
Device malfunction: difficult to remove/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a mildly calcified right common femoral artery. Reportedly, after clip deployment, the device could not be removed. The safety release and access ports were used, but the locator wings would not retract. Counter traction was used to remove the device from the patient anatomy. The location of the clip is unknown. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Improper method - patient selection (mild calcification in right common femoral artery). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.